Event description:
It was reported that during an unknown procedure, the blade does not go out, the red button is blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Blade not released.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted; the reset button worked as intended. In an attempt to evaluate the condition of the internal components, the obturator was disassembled. Upon disassembling, no anomalies were noted with the components. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.